Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 539 mg/dl at the time of incident. It was reported that the sensor had inaccurate readings that and was not suspend. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 88 mg/dl, 80 mg/dl and 44 mg/dl at the time of the incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.